Manufacturer narrative:
The pod was received partially deployed with the formed needle visible in the exposed portion of the soft cannula past the bottom housing window. The pink slide insert was not visible in the top housing viewing window and the linkage assembly was in a partially deployed state. The formed needle did not retract after removal of the top housing. Inspection of the needle mechanism components found the mechanism rails had not been installed correctly resulting in a portion of the rail protruding into the path of the slide insert and retract. This prevented the slide insert from advancing past the catch beam and resulted in the needle mechanism failing to fully deploy as intended. Upon slightly lifting the area of the mechanism rail that was causing the path blockage the slide insert and retract were able to fully deploy confirming that the incorrectly installed mechanism rails and resultant protrusion into the slide path was the cause of the reported needle mechanism failure as well as the unsure properly inserted cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the pink slide insert did not move fully into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient also reported being unsure if the cannula was properly seated in the infusion site. The pod was not worn.